Event description:
It was reported that extravasation of the patient's knee occurred; the leg became tight up to the abdomen. The patient was kept overnight for observation and released the next day. The patient's current condition was reported as fine. Follow-up with the reporter provided information that significant swelling was noted approximately 17 minutes into the scope. The pump was immediately let down. There was significant swelling in the soft tissues distally to the thigh. The case was discontinued at that point in time. Pedal pulses were obtained with dopplers. The patient was admitted for observation to assess for possible compartment syndrome. The procedure performed was left knee arthroscopy, partial lateral menisectomy, chondroplasty of the lateral femoral condyle, resection of anteromedial plica. No further patient information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but has not been received. Follow-up communication reported the device was evaluated by the facility biomed shop. Troubleshooting and repeated testing for errors of the pump and tubing used in the procedure could not duplicate the problem. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate the operating room procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if the instructions for use are not followed. Other potential causes for such an event include a joint capsule which may have already been compromised from prior/pre-operative injury or trauma, incorrect pump pressure settings, and inadvertent intra-operative compromising of the joint capsule from other instrumentation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained from the evaluation, a follow up report will be submitted.